Manufacturer narrative:
Additional information: h6. Additional information h11: a review of the event history log identified upstream occlusion messages as additional verification of the reported issue. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump had a random upstream occlusion occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. During functional testing, the reported problem "random upstream occlusion" was reproduced. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The reported condition was verified. The cause of the condition was the failed ultrasonic sensor. The ultrasonic sensor required to be replaced to address this issue. Should additional relevant information become available, a supplemental report will be submitted.